Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify keypad unresponsive/button error alarm. Insulin pump received pump error 35 because the force sensor cable is incompletely plugged in. Moisture damage was also noted on electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was not able to clear the alarm. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.